Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the pump alarmed for occlusion. The customer would open the pump door and observe that there is still fluid in the pumping segment but it is compressed. The clinician reloads the IV set and it resolves the issue. This was reported to bd representatives during an on-site visit. There was patient involvement, however no harm was indicated.

Event description:
It was reported that when the pump alarmed for occlusion. The customer would open the pump door and observe that there is still fluid in the pumping segment but it is compressed. The clinician reloads the IV set and it resolves the issue. This was reported to bd representatives during an on-site visit. There was patient involvement, however no harm was indicated.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Additional information: imdrf annex e, f codes and manufacturer narrative the actual date of event is unknown. Root cause: the root cause for the reported issue of an occlusion alarms was not determined because no products or device logs were returned.